Manufacturer narrative:
Initial.

Event description:
It was reported that the user observed glucose readings on the dexcom g7 continuous glucose monitor (cgm) app but not on the ilet, consistent with an intermittent communication failure between the cgm and the ilet and involving the antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure and involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.